Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the user facility that after an injection, the safety mechanism detached from the hypodermic needle. According to the reporter, the safety device could not be re-attached and engaged over the needle. The reporter stated that no injury resulted from event.